Event description:
It was reported customer experienced a blood glucose (bg) level displayed as high; cause was due to an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Customer received normal third party assistance and delivered a correction bolus via pump to address bg level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.